Event description:
A valiant stent graft was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology are unknown. It was reported that stent graft was successfully implanted; however, the gears on the delivery system were "sticking" or "grinding" when using the quick release method. There was not patient injury and the patient is fine. The delivery system was returned and it's analysis has been completed. The graft cover was bent to fit into the return packaging. There were multiple kinks on the graft cover/sheath at 15cm, 26,5cm, 29cm and 31cm. There was a severe kink immediately distal to the strain relief. The stent graft was not returned as it was deployed and remains in the patient. The handle was in the starting home position. The release capture handle was in the lock position. During evaluation, the slider rotated fine, but when the quick release button was applied, there was resistance retracting the slider starting at 5.7cm from the end of the grip handle. The quick release button stayed stuck on the release position and would not spring forward. The resistance appear independent from the tip capture mechanism. The sheath was cut off distal to the strain relief and resistance persisted. The slider handle was then disassembled and the t-tube appeared in the right position. The two halves of the slider were disassembled and appeared fine without any stress or wear marks. With the external and internal slider removed, resistance still persisted. The middle member was cut off at the end of the t-tube and the t-tube passed fine over the endseal/hypo-tube. The quick release button on the internal slider was examined and worked fine. The resistance (binding) appeared to occur when the kink area on the sheath passed the end of the endseal/hypo-tube. Evaluation of the returned device could not conclusively determine a root cause.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: lack of information (unknown cause of deployment problem).